Event description:
It was reported that during the device change out a new device was attempted but not implanted. The physician was unable to engage the screw driver into the set screw. After numerous attempts, the physician removed the gromet and found that the set screw was not engaged in the screw hole. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was capped and replaced. Additionally, during the device change out a new device was attempted but not implanted. The physician was unable to engage the screw driver into the set screw. After numerous attempts, the physician removed the gromet and found that the set screw was not engaged in the screw hole. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Primary analysis was performed and no anomalies were found. However, the returned device indicated a loose/detached set screw.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 6949-65 defib lead, implanted: (B)(6) 2007; 5867-3m adaptor, implanted: (B)(6) 2012; 4076-52 non-defib lead, implanted: (B)(6) 2008; 4194-88 non-defib lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.